Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery. Post-op, patient suffered with lump between t9-t11. The rod broke above t9. Left-broken rod migrated out of screws past t11, set screws remained in screw head.

Manufacturer narrative:
X-ray review results: post-op picture of x-ray for thoraco-lumbar fusion shows a rod fracture on one side with a complete displacement of the rod from the screw heads on the other. Fusion status and degree of deformity correction are unknown. If information is provided in the future, a supplemental report will be issued.